Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient had an index surgery outside the institute prior to cors scope. On (B)(6) 2014 doctor revised the patient with a hinge prosthesis. The patient developed pji, and was revised with all components exchanged on (B)(6) 2016. The patient got reinfected and had all components removed again on (B)(6) 2017.